Event description:
It was reported that the patient developed a potential infection and was administered antibiotics. A culture was taken but the results are unknown. The physician assessed that the event was not related to the deep brain stimulation (dbs) device. The patient underwent an explant procedure where the device was removed. The device was discarded by the facility and will not be returned for analysis. No additional information is available.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Batch: 27975165.